Manufacturer narrative:
(B)(4). This complaint is for a report of a use error further specified as therapy was initiated using solution bags from the previous set up. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide also instructs the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice device, it was reported that a partial swap had been performed creating a breach in the sterile fluid pathway. After cycling the power to clear the alarm, the caregiver replaced the cassette and initiated therapy using the solution bag from the previous setup. Proper procedures were reviewed and the caregiver was advised to start therapy over using all new supplies. There was no patient injury or medical intervention indicated at the time of this report. No additional information is available.